Event description:
It was reported that the insulin pump alarmed button error. The customer stated that no buttons had been pressed for more than 3 minutes. Advised the customer to seek medical assistance because there was no back up plan. The blood glucose reading was not available. Nothing further reported.

Manufacturer narrative:
The device was received with intermittent button response due to corroded keypad traces. No button error alarms noted. There was also a cracked reservoir tube lip, cracked battery tube threads, scratched display window, cracked reservoir tube and cracked case near the display window corners noted during a visual inspection.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.